Manufacturer narrative:
The date of this submission is 04-jul-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-may-2017 from a (B)(6) caucasian male consumer reporting on self from the united states of america. The consumer did not have any known medical history and was not taking any concomitant medication. (B)(6). On (B)(6) 2017, the consumer used band aid brand adhesive bandages tough strips, cutaneously one bandage, one time to cover wound on leg (lot number 0247b and expiration date unspecified). On the same day, the consumer pulled right side of bandage and it took off a silver dollar worth skin from leg where adhesive section was on leg. On the same day the device was discontinued. After an unspecified duration, in (B)(6) 2017, the consumer developed cellulitis of leg. On (B)(6)2017, he went to urgent care and consulted healthcare professional. The consumer was treated with silver sulfadiazine, antibiotic shots (route unspecified) and toradol (ketorolac tromethamine) shots (route unspecified). The consumer reported to have been visiting urgent care on and off after experiencing events. The events were not resolved. This report was assessed as serious (medically significant) and company causality was assessed as related. This report was considered a non-reportable malfunction case in the united states of america. Additional information was received on 22-jun-2017. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification as documented in the records and or retains sample review. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. The report remains serious. This report remains as non reportable malfunction case in the united states of america.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-may-2017 from a (B)(6) male consumer reporting on self from the united states of america. The consumer did not have any known medical history and was not taking any concomitant medication. The reported weight of the consumer was (B)(6). On (B)(6) 2017, the consumer used band aid brand adhesive bandages tough strips, cutaneously one bandage, one time to cover wound on leg (lot number 0247b and expiration date unspecified). On the same day, the consumer pulled right side of bandage and it took off a silver dollar worth skin from leg where adhesive section was on leg. On the same day the device was discontinued. After an unspecified duration, in (B)(6) 2017, the consumer developed cellulitis of leg. On (B)(6)2017, he went to urgent care and consulted healthcare professional. The consumer was treated with silver sulfadiazine, antibiotic shots (route unspecified) and toradol (ketorolac tromethamine) shots (route unspecified). The consumer reported to have been visiting urgent care on and off after experiencing events. The events were not resolved. This report was assessed as serious (medically significant) and company causality was assessed as related. This report was considered a non-reportable malfunction case in the united states of america.